Event description:
It was reported that the asymptomatic patient presented to clinic and post-paced t-wave oversensing was observed. It was recommended to reprogram the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.